Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as defective buffer valves. The fse replaced the malfunctioning buffer valves with part number c28717 to resolve the issue. After replacement the samples were repeated and correct results were generated. All verification checks were within specifications. Patient information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer stated erroneous sodium results were generated on their au5800 chemistry analyzer for multiple patient samples. The customer has not specified the erroneous results are erroneously low or high. The results were not released from the laboratory. There was no report of death or serious injury associated with the erroneous sodium results. There was no impact on patient treatment. The customer did not provide the data for patient samples.